Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual inspection did not identify any visual issues. Functional evaluation confirmed a relationship between the event and the device. Device performance data shows the device entered a non-recoverable error state due to a motor current error. The root cause was determined as a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment with a pico 7 all lights were on but the pump would not start. No sound. This occurred when the nurse changed pico and dressing. So the device was new from the box. A delay greater than 30min was reported. The treatment continued with a back-up device. No patient harm reported.